Manufacturer narrative:
Device was received for servicing. During servicing, the reported event could be confirmed with the ifb resetting constantly. Battery levels would drop to 5%, pinch valves would reset, blood pump would stop and alarms were intermittently noted. Upon removal of the air pump and diverter valve assembly, the ifb board operated normally. Additional testing was performed using an external power supply and the diverter valve was found to not actuate. Further testing confirmed good operation of the ifb board. The air pump and diverter valve were replaced, and the device subsequently passed all applicable testing.

Event description:
It was reported that eight hours into perfusion, message code 180 (ifb reset) was noted multiple times. The battery would show 97% then drain to 5% followed by the reservoir emptying. Troubleshooting was unsuccessful and the liver was taken off the pump and cold flushed. The liver was successfully transplanted.